Event description:
It was reported that during a superficial femoral artery treatment procedure, the zipwire began to lose its hydrophyllic coating and the physician was unable to keep it wet. The procedure was successfully completed with another zipwire. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. No other complaints have been received for this particular batch of devices. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.